Manufacturer narrative:
Evaluation completed. One opened bl5225w pack from lot v4166 was returned. The tip protector was not returned. The needle was bent. The window was in the opened position. There was dried solution visible in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. Visual inspection of the connectors found no defects. A functional test was performed using a stellaris pc system. The inner needle stopped retracting from the port window causing it to be blocked, preventing aspiration and cutting. The inner needle would move when the cut rate was below 3200 c.p.m. And would block the port when the cut rate was above 3200 c.p.m.. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported during preparation for use, the vitrectomy cutter seemed to be operable. However, during the procedure with patient contact, the cutter would not cut. They opened another pack and completed the surgery with no issue.